Manufacturer narrative:
Evaluation completed. The actual device involved in the event was not returned for evaluation. An unused pack from the same lot was received and evaluated. One opened (B)(4) pack from lot v4407 was returned. Visual inspection found the tubing was still coiled and taped together. The assembly was clean and dry and does not appear to have been used. A functional test was performed using a stellaris system. The collection cassette was captured and recognized by the system. The assembly passed the self vacuum test, primed, irrigated and aspirated as intended. The assembly did not display "weak flow" during functional testing. The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2, see 1920664-2016-00130.

Event description:
The user facility reported the pack was not flowing correctly. Opened another pack and completed the case with no issues. No impact or injury to the patient.